Event description:
It was reported the patient was admitted to the emergency room with low heart rates. Follow up results were unsuccessful. Attempts to obtain additional information were unsuccessful. However, should the requested additional information subsequently become available, it will be considered and processed accordingly. The pacemaker remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: l67 x2 comp/bs implantable pacing leads 1992 (B)(6); 4312 x2 comp/bs implantable pacing leads 1992 (B)(6); 5024m implantable pacing lead 1997 (B)(6); 7232e implanted cardio-defibrillator 2008 (B)(6); 1158t comp/stj implantable pacing lead 2011 (B)(6). For use by user facility/importer(devices only). (B)(4).